Manufacturer narrative:
It was reported that due to a car accident left patella fracture. Closed fracture care and monitoring. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. A relationship, if any, between the device and the reported incident could not be corroborated. There is no information that would suggest the device failed to meet specifications. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. As reported, the root cause is identified as trauma injury. Without the return of the actual product involved, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that due to a car accident left patella fracture. Closed fracture care and monitoring.